Manufacturer narrative:
In addition to the investigation previously reported, a DHR review was conducted on 8/30/2017 and no abnormalities were found. The complaint was not confirmed with customer returned sample.

Manufacturer narrative:
(B)(6). Results: a sample was returned for evaluation and revealed the following information: investigation: on (B)(6) 2017 an investigation was performed. The visual evaluation of the tube did not find any defects to the glass tube and/or cap stopper assembly. Conclusion: the cap/stopper assembly was removed and no defects with the glass tube open end were found. The proper glaze was observed and no j-cracks were found that would cause glass breakage. (B)(4).

Event description:
It was reported that after a nurse withdrew blood from a patient, the nurse pulled out the bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿ closure tube from the bd holder. At that time, the bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿ closure tube broke away from the cap with some of the tube wall left in the holder. There was no report of injury or medical intervention.